Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that on (B)(6) 2018. The patient's body was achy. She tried to increase stimulation, but she could not feel the stim. The patient feels like it is not working. The patient said the ins is charged. During the call, the patient reported she was on 0.75 v. The patient slowly increased stimulation to 1.45v and said it feels good/comfortable. The patient was going to leave it there for now. The patient was directed to follow up with a hcp and rep to have the device checked. No further complications were reported.